Event description:
On (B)(6) 2013 bsd1208fw was implanted. No problem admitted during the procedure. On (B)(6)2015 ercp was performed due to jaundice. Bsd1208fw was removed due to stent occlusion. When removed stent was examined, part of stent strut and cover were removed and ingrowth was admitted in between them. Another bsd1208fw was newly implanted to this pt. Bile duct inflammation is reported as an adverse event.

Manufacturer narrative:
Since the suspected device was not returned and serial no couldn't find, we could not investigate manufacture history records and eval. Due to lack of procedure info, it is impossible to find out exact cause. With only received complaint product description, we have to assume the situation. The stent had been inserted for 1.5 years. The stent covered with silicone, and was pressed by body fluid or flexure of organs, during inserted. As the term of insertion increased, the fatigue of stent increased, it is supposed that the stent cover was removed by body fluid or flexure of organs. We recognize the risk of coating hole, and have been conducted risk management control. On our user manual, it is mentioned that stent occlusion due to tumor ingrowth through stent. We will monitor this complaint occurrence for same model.